Event description:
Cre pro wireguided balloon 18-20mm size lot#36202008 exp 2028-03-31 gtin (B)(4) had a leak as it was trying to be inflated in the pt esophagus. No injury, but additional time required with sedation.